Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 20. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.